Manufacturer narrative:
Complaint no: (B)(4). Event occurred in (B)(6) 2014. The device has been received and device investigation is in progress. Should additional relevant information become available, a follow-up will be submitted. Same pt as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) experienced air behind the diaphragm. On an unreported date, the pt experienced air in her shoulders. The pt did not see air in the pt line, however, the pt indicated that she did see air in the drain line. The pt indicated that the pain was excruciating and she had gone to the hospital. A cat (computed tomography) scan revealed the pt had air behind her diaphragm. The pt received unknown pain medication intravenously (IV) as treatment for the pain. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. A review of the device logs revealed no failure, malfunction or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported problem. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. A visual inspection was performed with no abnormalities noted. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. The pneumatic system was tested and all pressures were found to be correct and stable. There were no failures or malfunctions identified that could have caused or contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.